Event description:
It was reported that remote monitoring had picked up on high impedance and possible fracture from an right ventricular (rv) lead. There was also a report of oversensing the lead will be closely monitored and remains implanted at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).